Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the balloon tested okay outside the body, however, it could not be pumped back smoothly inside the body. The catheter was removed. No patient complications have been reported as a result of this event.